Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak in association with pd treatment. There was an air detected in cassette warning during drain 2. The treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. It could not be determined as to where the fluid was coming from. In a follow up, the patient's pd nurse verified the leak event and said there was no harm, intervention or adverse event associated with the leak. The patient came to the clinic the following day and did manual treatment, while the cycler was able to dry out. The patient resumed using the cycler and has no issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak in association with pd treatment. There was an air detected in cassette warning during drain 2. The treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. It could not be determined as to where the fluid was coming from. In a follow up, the patient's pd nurse verified the leak event and said there was no harm, intervention or adverse event associated with the leak. The patient came to the clinic the following day and did manual treatment, while the cycler was able to dry out. The patient resumed using the cycler and has no issues since.